Manufacturer narrative:
The event date is unknown and will be provided if received. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that white residue inside air water channel and air water cylinder was found. It was determined that the air water channel and air water cylinder needed to be replaced. There was no patient involvement.